Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the c-arm will not cine. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death.